Event description:
It was reported that during an implant procedure, high pacing impedance was noted and alleged on the implantable cardioverter defibrillator. A new device was used and electrical measurements were normal, and the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
The reported event of an impedance anomaly was confirmed. Dislodged spring in the atrial chamber of the header was observed and the cause of the reported event. Manufacturing investigation found an issue related to manufacturing. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of an impedance anomaly was confirmed. The device was not received with the atrial septum and atrial set screw. Dislodged spring in the atrial chamber of the header was observed and the cause of the reported event. Manufacturing investigation found an issue related to manufacturing.